Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, the tube pushed off the blood collection non-patient needle with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 18 photos and 11 videos for investigation. The evaluation of these photos and videos indicated tube push off. A total of 10 retained samples were used for functional tests, and none of these tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, the tube pushed off the blood collection non-patient needle with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.